Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge change error occurred. The customer's blood glucose level ranged from 234-235 mg/dl. The customer declined to further troubleshoot with tandem technical support.